Event description:
Beginning in the summer of 1979 rptr began having skeletal and skin problems and fatigue. She developed stiff joints and sensitivity to cold in 1988. She was diagnosed with raynaud's and has symptoms of scleroderma. In 2/94 she woke with large, stiff, swollen joints and cold sensitivity. There are knots along her joints, skin and fintertips, knees and her face felt drawn. She has thickening of her skin at her fingertips with circulation problems, capsule formation, chronic arthralgias and myalgias since 1988, chronic fatigue since the early 1980's chronic dry eyes, left breast tenderness, chest wall tenderness and livedo reticularis. (*)